Event description:
It was reported that at the end of an arthroscopy procedure of the right shoulder, while cleaning the skin, a first degree burn was noticed. This was caused by an overheating of the irrigation fluid flowing through the orifice of arthroscopy of the shoulder. The irrigation tube was blocked even though it was always connected to a continuous suction. No other device that can lead to an overheating of the irrigation fluid has been used.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. It was reported that the burn was caused by overheating of the irrigation fluid flowing out of the orifice since the irrigation tube was blocked which was connected to a continuous suction. Based on this information, the most probable root cause identified for the reported condition is user related as an incorrect fluid management was reported by the use of a clogged probe, not ensuring adequate inflow and outflow of conductive irrigant at all times to avoid overheating. In addition, the user instructions states that the suction pinch clamp should be in the fully closed position when being used without a suction source to avoid possible burns from the liquid back flow, which might also be a possible contributor if after the clogging was observed hence disabling the suction source, the suction pinch clamp should have been closed. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that at the end of an arthroscopy procedure of the right shoulder, while cleaning the skin, a first degree burn was noticed. This was caused by an overheating of the irrigation fluid flowing through the orifice of arthroscopy of the shoulder. The irrigation tube was blocked even though it was always connected to a continuous suction. No other device that can lead to an overheating of the irrigation fluid has been used.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.